Event description:
User facility expected overnight early morning delivery of the device needed for an am surgery. The product was not rec'd in time for the procedure. It has been reported that the pt was on the operating table and the surgery was subsequently cancelled since the device did not arrive. Availability of early morning overnight delivery was confirmed by the carrier prior to scheduling the shipment. This info was provided incorrectly, and the device was shipped for regular overnight receipt.

Manufacturer narrative:
No product return is expected.